Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 20 mg/dl, 41 mg/dl, 27 mg/dl and 188 mg/dl. No serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.